Manufacturer narrative:
A ge service rep performed an on site investigation. The collimator was evaluated and a broken wire was repaired. The fse calibrated the iris stops via rus adn saved the new configuration files to the system. The system was tested and found to be working as intended and put back into service. This malfunction may have resulted in a possible accidental radiation occurrence.

Event description:
The customer reported that the system exhibited 'collimator iris too large errors' during a pt procedure. This event may have resulted in an aro (accidental radiation occurrence). No pt death or serious injury was reported related to this event.